Event description:
According to the reporter, occurred during a laparoscopic nissen procedure. The suturing device was difficult to toggle, difficult to load, and difficult to unload. The needle fell out of the jaws of the suturing device and into the cavity of the patient. The needle was retrieved using suction. In order to resolve the issue and complete the case, opened a new suturing device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.